Event description:
It has been reported to philips that the mechanical movement of the system intermittently stopped working. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed the intermittent power failure of mechanical movement since the communication signals are dropping when switching from high frequency to low frequency. The analysis of the system log file found that the network communication cable (from geometry interface box (gib) to table and l- arm) was faulty. To resolve the reported issue, the fse re-routed the communication network cables, re-plug and unplug the network card. Also reinstalled the gib software and observed its usage, there were no intermittent power outages. After these repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.